Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose reading of 19 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct and the daily totals matched the bolus and basal rate delivery totals. The customer did mention that the night prior to the event, he delivered a bolus for a snack, and may have over infused. Nothing further was reported.